Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual and functional testing was performed. The reported problem was not duplicated, and the root cause was not determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a "cassette not attached" error. There was no patient involvement, and no patient harm/adverse event reported.